Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. In addition, it was reported intermittent occlusion alarms occurred. Customer¿s blood glucose level was 289 mg/dl. Additional information was not provided, and customer declined to further troubleshoot with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.